Manufacturer narrative:
The customer was initially given a listing of locations where she could purchase breast pump accessories. In follow up with the customer, she indicated that she is breastfeeding and pumping for twins and was experiencing pain in her right breast. She visited her doctor who diagnosed her with an infection and prescribed antibiotics. The pain then shifted to her left breast and she visited a lactation consultant who thought she and her babies may have thrush. She took her babies to the pediatrician, who prescribed nystatin for the babies and an anti-fungal cream for her. She indicated that her infection has been resolved after the course of antibiotic treatment. As a result of this new information, the customer was sent a replacement pump and breast shields. During a clinical assessment, it was discovered that the lactation consultant thought the customer had a monilial infection (thrush/yeast infection) made worse by antibiotics. It is not uncommon for breastfeeding women to develop yeast infections on the breast/nipple while breastfeeding and/or pumping, especially if they have been treated with antibiotics any time during their pregnancy or after birth. The pump was not returned by the customer as of the date of this report. It cannot be definitely concluded that the pump caused or contributed to the breast or monilial infections. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. We will monitor complaints for similar issues.

Event description:
The customer contacted to customer service to get a free kit for her 7 year old breast pump. She felt that her breast shields were too tight.